Event description:
Reporter indicated that vns patient was explanted due to infection. Patient was seen by neurosurgeon in 2002 due to redness and drainage at the generator site. Neurosurgeon prescribed oral antibiotic (augmentin, 800mg bid for 10 days). Patient was seen again by neurosurgeon 8 days later for follow up and was seen by neurologist 6 days later who continued the course of antibiotics. Following ncp system explant surgery, the patient was prescribed keflex (500mg once per day) for 14 days. The patient's infection has reportedly resolved and physician plans to re-implant. It was reported that prior to the infection, the patient was experiencing good seizure control with the vns therapy.